Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens was inserted upside down. The lens was removed immediately without any pt injury and the backup lens was successfully implanted. The reporter stated the incident was likely due to a tech or surgeon's error.

Manufacturer narrative:
(B) (4) no complaint against product. (B) (4).